Manufacturer narrative:
The following info from section f was completed by the MFR: d6: lot number provided h6: evaluation codes updated evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that the unit was returned with the c-flex torn, and proximal to the end of the tip. The tip end was crushed. The edge of the c-flex junction was wrinkled. The scanning electron microscopic evaluation revealed the tear in the c-flex was mechanically initiated. Quality engineering was unable to determine the root cause of this incident. The most likely cause of the damage was compression of the protective sheath while retracting it. This may have resulted in crushing of the tip, damage to the stent, and c-flex. Quality engineering has determined that no corrective action is warranted at this time. Quality engineering will continue to monitor this issue. A review of the device mfg records did not reveal any non-conformities. As part of co's mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that prior to product use, the membrane was noted to be separated from the stent delivery system. The product was not used in a pt.